Event description:
My sugar test results are wild. This could be natural or the testing equipment or test strips may be defective. The only thing I change is the test strips. Last evening my test result was about 250. I took 50 units of insulin which is less than required for this kind of high test result. This morning I ate a lot of dried cherries and cashews and banana. This should have made my sugar level very high. One and a half hrs after eating, my test show a reading of 50. Can I trust the test results? Last test was done with test strip manufactured by solartek, lot#40920; bought from walmart; using the walmart brand relion, ultima tester. I have no way of verifying the accuracy of these test results. If they are accurate, then I need to go to a hospital. My test results fluctuate widely.